Manufacturer narrative:
Report source: foreign country: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd administration set with air-eliminating filter was leaking at the filter. No adverse patient effects were reported.